Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm, buttons were stuck. Customer's blood glucose was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to moisture damage on keypad traces. No button error alarm or stuck button noted. The insulin pump had a cracked case on display window, minor scratches on lcd window, cracked battery tube threads and broken reservoir tube lip.